Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. The complaint was received through a direct call from the customer to the emergency support program. No harm or injury to the patient was reported. Nurse called from the ICU stating she does not have an ap on the screen any longer. Attempts at aspiration and flush in standby reveals that the inner lumen is cotted. Esp team member reviewed alternate sources of the ap waveform. Nurse and staff chose to connect the patients¿ radial arteria transduced line to the cs300 for monitoring. Nurse does not wish to give any information for product return or patient identification. She states there was no interruption of therapy and no harm to patient. She then asks some general pump management questions, and all are answered to her satisfaction.

Event description:
N/a.

Event description:
It was reported by the customer (registered nurse) through emergency support program that while using linear 7.5fr. 40cc iab intra aortic balloon (iab), does not have an ap on the screen. Attempts at aspiration and flush in standby reveals that the inner lumen is clotted. No harm or injury to the patient was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).